Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during tavr with a sapien 3 valve via transfemovalve was implanted with good results with no consequences to the patient. The patient is ral approach, the commander¿s balloon burst at the end of inflation.  The doing well.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The edwards commander delivery system was returned with the loader cap on the flex shaft. There was a slight bend on the proximal balloon shaft likely due to returned packaging. A review of imagery provided by the site showed the balloon burst while inflating, and visible calcification of the annulus. The delivery system was visually inspected and the following was observed: radial and longitudinal balloon burst confirmed; the balloon appears not to be missing any balloon pieces. Dimensional analysis was performed and the balloon single wall thickness measurements were taken along the edge of the tear.  All measurements were within specification. The complaint for balloon burst was confirmed through visual observation of the returned device. However, no manufacturing nonconformities were identified. Per review of the procedural imagery, calcification was observed in the annulus. In addition, per additional information received from the site, there was mild calcification in the annulus. This suggests that the root cause of the balloon burst is related to those detailed in a technical summary written by edwards lifesciences. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in the technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect, manufacturing non-conformance, or IFU/training deficiency contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. Since no edwards defect was identified in the evaluation, no corrective or preventative action is required. Additionally, since the complaint occurrence rate did not exceed the control limit for the applicable trend category, a product risk assessment escalation is not required.